Event description:
It was reported by the customer that a pyxis medstation es system drawers failed, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers failed due to bad components. A field service engineer replaced sensor, inseparable magnet and solenoid assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.